Event description:
Customer reported the system will not take x-rays. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the gib and reloaded software. System operates as intended. (B) (4).